Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a patient was injected in the chin on top of an implant with .5 ml of juvéderm® volux¿ xc. Two weeks later, the patient experienced ¿mild pain, tenderness, and redness¿ at the chin due to ¿suspected infection from skin bacteria.¿ three weeks later, the patient was treated with doxycycline 100 mg bid. However, the patient took once/day rather than twice/day as prescribed but did see some improvement of pain and symptoms while on doxycycline. Twenty-four days later, the patient was treated with keflex 500 mg qid and cipro 500 mg bid. However, the patient did not have enough time to continue with antibiotic therapy and monitoring due to being in the military and having to deploy to the desert. Two days later, the patient had a surgical removal of the chin implant performed. The patient¿s surgeon expects the event to fully recover.